Manufacturer narrative:
Taper ii. (B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. No add'l info has been reported to allergan by the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the bad, the port or the connector tubing."

Event description:
Health professional reported an alleged "break in the tubing" of the lap-band device "where it was brittle." This event was first noticed when the pt went in for an adjustment fill and reported feeling no restriction. The surgeon found the break in the tubing when the surgeon took "pictures" of the device with "a scope." A "methylene blue" test was performed. The entire sys was removed and replaced.